Event description:
A caller reported a cracked and shattered touchscreen on their device, confirming that the damage extended beneath the screen protector, which rendered the touchscreen unresponsive. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.